Manufacturer narrative:
Investigation found that the pump over infused by +/- 5 percent specification. Pump was calibrated to resolve the issue.

Event description:
Customer stated that the pump was over infusion during testing. There was no alleged amount provided. Rate and dosage provided were 125 ml/hr and 10 ml.